Event description:
Pt had a morphine pump implanted for back/leg pain on 2/22/02 and had relief until 03/27/02. His workup revealed that the intrathecal catheter had severed and was not infusing morphine in the spinal canal.